Manufacturer narrative:
(B)(4). Evaluation: the hgb reference was out of range and the issue was resolved after performing the verification procedure. The customer states syringes were clean. There was no leak or debris. Last calibration was in (B)(6) 2009 and the calibrator lot number was unknown. The hemoglobin (hgb) reference was out of range at 1424 (should be 1800 to 2200). The customer ran a background count and the hgb reference was still out of range low at 1405. The customer technical advocate (cta) suggested the customer to clean the hgb flow cell which may bring the hgb reference into specification. The customer requested service to resolve. The field service representative (fsr) was sent to service the instrument. The fsr cleaned the hgb flow cell and the hgb reference was still low. The fsr performed the required verification procedures. The hgb reference was within specification. The fsr ran precision and quality controls and all passed. The instrument was operational. The customer stated no patient care was impacted on any patients. Results have been sent off to verify the instrument performance and there have not been any further discrepant results since service a review of the abbott metrics for the period (B)(6) 2009, did not indicate any adverse trend for the cell-dyn 1800, list base number 07h77-01, related to the reported issue.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the cell-dyn 1800 analyzer generated a discrepant hgb result on (B)(6) patient. The initial result was 6.7 g/dl. The physician sent the patient to the ER to get a blood transfusion. The physician then questioned the result. The patient was then sent to the hospital to be redrawn, the sample was tested twice and the results were 10.3 and 10.4 g/dl. The transfusion was cancelled after receiving the retest results.